Event description:
It was reported that flow was not observed in a large volume infusor. There is no report of patient/user injury or medical intervention was needed in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The lot 13k057 was manufactured october 17, 2013 - october 19, 2013. The sample was not returned for evaluation; therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.